Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found near the patient's epiglottis, above vocal cords while pulling the scope out. There was no patient and user harm and no intervention was required. The mouth guard was removed from the patient's mouth and finger sweep method was used to remove the capsule. They placed another capsule on the same procedure and it attached successfully.